Event description:
Crna was ajusting the pulse ox on the pt's right thumb and received a shock to his left middle finger. Child's thumb did not show any signs of redness or burn. Doctor was using the cautery at the same time.